Event description:
It was reported that a tx30g was used during a low anterior resection. It was reported by the affiliate that the instrument was fired, but did not staple. The pt had contamination of pelvic cavity, during surgery, from rectal contents. Or time was two hours.